Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set broke. The following information was provided by the initial reporter: "filter set is breaking per the customer".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-may-2023. H6: investigation summary 1 extra sample was returned for investigation by the customer. It was reported by the customer that the filter set is separating from the male luer connection. Through visual inspection, the issue of separation of tubing from male luer was observed. Evaluation of the tubing from filter shows that the tubing got separated at the male luer due to lack of solvent was clearly observed under magnification. A device history record review for model 10013902 and lot number 23019355 was performed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set broke. The following information was provided by the initial reporter: "filter set is breaking per the customer."